Manufacturer narrative:
The event occurred in (B)(6) .while this product is not sold in the united states, it is like or similar to a product marketed in the united states the correction for this report is due to a discrepancy between the serial number that the customer reported and the one returned. It initially looked as if the customer had not returned the correct device, but after further investigation, it was confirmed that they reported the wrong device and returned the correct one.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was alleged that the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.